Event description:
It was reported that intermittent catheter had white excoriated areas along the length of the catheter. They appeared as though they would break if they were used inside of a patient. They were not expired. Multiple lots were affected (lot #nggq3749 and lot #unk).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that intermittent catheter had white excoriated areas along the length of the catheter. They appeared as though they would break if they were used inside of a patient. They were not expired. Multiple lots were affected (lot# nggq3749 and lot# unk). Per follow up via email on 10dec2024, customer stated this affected their full supply of red catheters. The markings were discovered during routine nursing care and all products removed. No medical intervention was required. Device was replaced. Full supply of red catheters had white markings along the length of the catheters that looked similar to stretch marks.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned photo sample noted one unopened (with original packaging), intermittent latex catheter. Visual inspection of the one photo sample noted that the red rubber latex intermittent catheter appeared to have degradation on the catheter and the catheter shaft. This does not meet specifications which states "the product/assembly must be free of visible, lose or etched foreign matter, solvent spills, hair, etc.". No actions can be taken at this time since a root cause was not identified. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: caution: this product contains natural rubber latex which may cause allergic reactions. With funnel end 16¿ (40.6cm) length, two eyes, x-ray opaque rubber warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only. U.s. Product. Packaged in mexico caution: federal (USA) law restricts this device to sale by or on the order of a physician. Correction: h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.